Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information a 21mm aortic valve was disabled after an implant duration of approximately nine (9) years due to accelerated device failure and aortic stenosis due to the presence of end-stage renal disease. A second device, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The patient was transferred to the cardiac recovery unit in stable condition. Patient was discharged on post operative day one.

Manufacturer narrative:
Corrected data: correction in other relevant history.